Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10,h11, corrected fields - d5, e2, e3, g2. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon initial inspection onsite found that unit could detect hospital cart helium tank and tank helium level. Verifed that the unit was properly inserted into the cart and making proper connection. Was able to remove the balloon pump from the cart and verify that the internal tank was visible on the screen with proper helium level. Could not reproduce the exact error the customer was experiencing. As a precaution, replaced the hospital cart helium regulator transducer (d366-00-0092). Performed high and low pressure helium tank calibration. Returned to clinical mode to verify that the unit properly displays helium tank and helium levels when balloon pump is inserted into the cart. Also replaced helium tank knob for proper open and close of the helium tank. Verifed unit calibrated and passes all functional and safety tests per factory specifcations, returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is reading there is no helium while there is. There was no patient involvement.